Event description:
It was reported that during at ptca/stent procedure in the proximal left anterior descending, strong resistance was felt upon insertion of the device (contrary to instructions for use) distal to a previously implanted stent (contrary to instructions for use). During inflation, the elastic membrane was observed to inflate gradually to block the ostium of left circumflex. Contrast was noted to leak into the left circumflex. Upon removal of the device after deflation, the eleastic membrane was found to extend 1.5cm from the tip of the stent delivery system (sds). The stent was deployed successfully. No pt injury was reported. No other info was reported.